Manufacturer narrative:
Follow-up #1: date of submission 02/23/2016 device evaluation: the device has been returned and evaluated by product analysis on 02/01/2016 with the following findings: there was no power issues observed in the black box. There was no data found in the black box at the time of the reported complaint due to continued use. The battery compartment was found to be cracked along the side of pump. No damage was found to the battery cap. The battery cap was able to secure to the pump. The pump was exercised for 24 hours with no power issues occurring. The pump was opened and no damage was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was cracked. There was no indication of damage to the battery cap, there was no visible yellow o-ring and the battery cap was replaced approximately 4 to 6 months ago. There was reportedly no visible moisture or corrosion inside the pump. This complaint is being reported due to the alleged power issue with the pump. There was no indication that the product caused or contributed to an adverse event.